Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "abscess and facial cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications: ¿ juvéderm vollure¿ xc injectable gel is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm vollure¿ xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm vollure¿ xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: ¿product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported two months after injection with one syringe of juvéderm vollure¿ xc in the nasolabial folds and marionette lines, and one syringe of juvéderm voluma® xc in the cheeks, the patient developed an abscess and "facial cellulitis" in the right side nasolabial fold. The patient went to an urgent care facility the day after symptoms began, and was prescribed doxycycline and had a ind procedure administered. The patient additionally had a culture administered, which came back positive for mrsa. The patient believes "the product was contaminated" and feels this was a problem with the juvéderm®, but the injector does not feel this way due to the gap in time from when the event happened, and when the injection took place. The patient's child had recently developed mrsa as well, and the patient's child has a history of developing mrsa. The injector say they used appropriate sanitary procedures during the juvéderm® procedure, including triple-cleansing everything. The injector also confirmed "the infection has been controlled" and the patient is "on their way" towards total resolution of the symptoms. The patient is allergic to sulfa medication and cephalosporin, has received dermal fillers in the past, and received botox® treatment. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01740 ((B)(4)).

Event description:
Additional information: symptoms have resolved.